Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet¿s front assembly separated and the touchscreen became unresponsive after the screen cracked, rendering the device unusable and necessitating replacement. Symptoms included no reported adverse physiological effects, and blood glucose remained in range. Outcomes included the user reverting to an alternative insulin therapy without need for medical intervention or hospitalization. Investigation included request for device return, review of photos provided by the user, and verification of device identifiers and shipping details. Investigation of this case revealed physical damage to the display and front housing consistent with external impact, resulting in loss of user interface function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external forces rather than a manufacturing or design issue.